Event description:
This unit has the check flow sensor alarm message in normal using. We have checked this unit and found the autozero valves are abnormal.

Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint (malfunction). There was no patient involvement. The root cause was determined to be a defective autozero/extended rinse flow valve due to aging of the device. In consequence the defective component was replaced. There was no patient or user harm (no patient involvement).